Event description:
It was reported by the customer that blood immediately leaked from percutaneous sheath introducer (psi) after the swan was placed. It was noted blood was dripping out of the sheath. Additional info received on 4/17/09 stated that they did not have to stop the procedure, but was a delay in the procedure timewise.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: one used sheath extension assembly with a dilator was returned for eval. The returned sheath extension assembly and dilator were visually examined at 10x magnification. No defects or other anomalies were observed. The specified diameter of the seal opening was measured using ping gages. The returned sheath extension assembly was leak tested using test equipment inserted through the hemostasis valve of the sheath to simulate catheter insertion. The distal end of the sheath was occluded and water injected into the side arm. Leakage was observed through the hemostasis valve with the ping gage inserted. The report of leakage from the sheath hemostasis valve was confirmed through visual examination and functional testing of the returned sample. The primary seal in the hemostasis valve for preventing leaks is a flat seal. Use of smaller diameter catheters could potentially result in a less robust seal. Based on these circumstances, the potential cause of this issue is design related.